Manufacturer narrative:
The visual inspection of the returned used sample showed a complete separation of the tubing from the luer at the interface of the glue deposit of the luer fitting and the tubing. The reason for the separation is a faulty glued joint. A visual test, a flow test, a test for leakage and a static pull test of the 12 unused samples found them in accordance with product specifications. No leakage was found. The same tests (visual test, flow test, a test for leakage and a static pull test) was performed on the reference samples, and all were found in accordance with specifications.

Event description:
Pt reported, the infusion tube from the luer cracked during connecting. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Infusion set was requested for eval. No additional info was provided.